Event description:
During preparation prior to procedure, a non-(B)(6) monitor was selected for use. Checked connections from the workstation to the monitor, the splitter box, everything was tight. No procedure was involved, and no patient was affected. No information for the device return. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).